Event description:
The technician alleged that the side rail functions were not working and that fluid residue was found on the side rail caregiver board. No patient impact.

Manufacturer narrative:
The technician replaced the side rail caregiver board to resolve the issue.